Manufacturer narrative:
B4.

Event description:
It was reported the pump software did not suspend insulin delivery as intended. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.